Event description:
The device was used during an unspecified procedure. Reportedly, the sleeve disengaged after opening the package. The surgeon applied another device for the procedure. The hosp has reported no pt injury occurred.